Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a faulty door. Customer reported problems with the door, the door will not stay open. Service observed that the instrument door would not remain open in the upward position when opened. Service noted that the door hinge/bearing was not rotating as the door was opened and/or closed. Service removed the door and replaced right side door hinge which included guide pins. Then verified door is functioning as intended; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause can be attributed to faulty door hinge. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation.

Event description:
It was reported that during use of the bd max system, bd max instrument, the door would not remain open. No injuries were reported.